Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer's blood glucose level was within range, so there was no adverse impact. The customer was instructed by technical support to try various steps to turn on the pump, but these were unsuccessful. As a result, technical support arranged to replace the pump. The customer reverted to an alternative insulin delivery method to ensure there was no interruption in insulin delivery.